Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A patient with congenital scoliosis, congenital rib fusion, status post insertion of veptr device, presented with a broken veptr implant. The device was at maximum length and broke at the lumbar extension on an unknown date. Patient was taken to the or for exchange of the lower one-half of the left rib-to-spine veptr device with lengthening of same. The surgeon plans to bring the patient back in approximately one year for repeat lengthening.